Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt was having issues charging their implantable neurostimulator (ins) and noticed the recharger (rtm) was getting hotter than usual when charging their ins. Pt stated when attempting to charge their ins the cable disconnected (60) screen displayed and the controller did not recognize the rtm was plugged in. Pt mentioned the controller also got hot when rtm was plugged in. Pt was asked to clarify if controller got hot when the rtm was not plugged in and pt stated maybe not. Pt thought at first they thought the rtm was warm because they were laying on it. Then pt noticed it was taking them a lot to get a full charge; takes longer to charge ins and intermittent connection. Pt mentioned it was not the normal sitting there for an hour charge and they would have to mess with the rtm each week (understood as needing to move the paddle around to charge) and today they were just having a horrible time getting a recharge. An email was sent to the repa ir department to replace the rtm. No symptoms were reported. Additional information was received from a patient regarding an external device. The reason for call was patient reported the controller is not working since 2 days ago. Patient stated the controller got warm and now the controller will not charge and not working. Patient did not have the controller with them at the time of the call. Patient service recommend patient call back with the controller and battery pack serial and model number to troubleshoot the device.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.